Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a broken lip ring. Blood glucose level at the time of the incident was 600 mg/dl. Customer was not using the insulin pump system within 48 hours of reported high blood glucose event. Customer was off the insulin pump and old insulin pump lip ring got broken. The device will not be returned for analysis.